Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2000. The diameter of the proximal non-aneurysmal aortic neck was 22 mm. Aneurysm and vessel morphology is unknown. The patient has a history of chronic obstructive pulmonary disease and coronary artery disease, and status post coronary artery bypass graft. It was reported that there was a persistent junctional endoleak at the end of the procedure. It is unknown if the endoleak was treated. The patient's status is unknown, and no further information is available.